Manufacturer narrative:
Facility noticed a burning smell from the unit. The distributor had switched out the unit brought back to their facility and a repair tech disassembled the unit and powered the device on. Sparks and flames were allegedly observed and the unit reportedly shut down immediately. No history to suggest a product problem. If there was an electronic component failure, some degree of smoking can occur, however, this is not an indication of sustained combustion. Malfunction has not been established. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse. MDR filed as a conservative measure.

Event description:
The facility alleges a burning smell coming from the concentrator. The dealer switched out the unit. The dealer alleges while inspecting the unit, sparks and flames came from the control board. No injury is alleged.